Event description:
It was reported that the patient had an infection at the incision site of their implantable neurostimulator (ins). It was noted that the infection was noticed by their doctor at a follow up appointment on (B)(6) 2014. It was reported that the site was slightly swollen and that antibiotics were administered on (B)(6) 2014. The patient was still on antibiotics and they stated that the swelling was going down. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), explanted: product type: recharger. (B)(4).